Event description:
It was reported that a doctor splashed a drop of cidex solution in their left eye. The incident occurred prior to activation when the doctor opened the bottle of solution. The doctor was not wearing eye protection at the time of the incident. The doctor flushed their eye for 15 minutes and reported no redness or irritation. He did not seek additional medical attention.